Manufacturer narrative:
Updated: d9, h3, h6-b.

Event description:
According to the facility, a "cotton swab fractured during intended wound assessment, leaving a fragment retained within the wound cavity; fragment required clinical removal with forceps. Patient stable with no lasting harm".

Manufacturer narrative:
According to the facility, a "cotton swab fractured during intended wound assessment, leaving a fragment retained within the wound cavity; fragment required clinical removal with forceps. Patient stable with no lasting harm". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.